Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd did not receive any samples or photos for investigation. However, 10 retained samples were subjected to functional tests to assess device functionality. All samples passed the testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode sleeve leakage, bd has initiated further root cause investigation relating to the issue of sleeve function through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leakage occurred with three devices. No adverse impact was reported regarding the patient or user.